Event description:
Boston scientific received information that during a routine follow-up, the patient reported having had dyspnea for several months. The physician noted that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement and a loss of left ventricular pacing. The physician suspected that the cause of the ineffective left ventricular heart failure synchronization therapy was a lead fracture. A revision procedure was performed on (B)(6) and a new lv lead and device (unknown manufacturer of the previous and replacement devices) were implanted. No further adverse patient effects were reported.

Manufacturer narrative:
This lv lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.